Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured.the lesion being treated was located in the 90% stenosed left anterior descending (lad) artery. After crossing the lesion, the balloon ruptured at 8 atms on the second inflation. The initial was to 6 atms. The procedure was successfully completed with this product. There were no reported patient complications. Patient's status listed as "good".

Manufacturer narrative:
The device was disposed of at the user facility. The root cause of the event could not be determined.